Event description:
It was reported by service report that the lift tube was broken and the cot gets stuck intermittently in manual mode. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: lift tube.